Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 lot no - correction. H2 type of follow up: correction.

Event description:
Skip to navigation, skip to main content complaints. Press spacebar to reorder. Home, tasks, complaints, medical reviews, mdrs, mirs. Canada vigilance reporting: other regulatory reports; investigations, group, dashboards, reports, classification codes; complaint, complaint (B)(4). Path attachments no attachments available! Tabs, details, patient/reporter information: audit trail, number of days for decision tree: number of days for decision tree = 0. Dt completion dated completion date: (B)(6) 2022. Complaint: no complaint - no. (B)(4). Classification code 115, classification code descriptionclassification code description loss of connection source phone osvc ID numberosvc ID number (B)(4). Osvc reference numberosvc reference number (B)(4). Osvc created byosvc created by (B)(4). Record categoryrecord category complaint region north america group north america - 115 psr. Psr owner: (B)(6). Status: complaint review complete. Record type: complaint. Pending medical review. Pending decision trees. Pending dev investigation. Pending har. Pending update request. Update request status: no update request. Country of purchase: united states. Country of incident: united states. City of incident city of incident na. Reporter organization reporter organization na. Distributor unique complaint no (ducn)distributor unique complaint no (ducn) na. Distributor complaint date distributor complaint date files added to complaint files added to complaint file name: (B)(4). File name: (B)(4). File name: (B)(4). Patient birth date (B)(6) 1945. Patient weight patient weight age at the time of event: 77. Reporter type reporter type patient pediatric or adult pediatric or adult age unitage unit years. Serious adverse event information (0) event description event description: patient reported signal loss over 1 hour, conclusion, sent tx replacement, sent sensor replacement. Apilar 04/11/2022 pt called and said she cannot return the tx as she may have lost it. Alert date: 3/23/2022. Event date: 3/23/2022. Date sensor inserted/applied date sensor inserted/applied was IFU followed?was IFU followed? Na. Patient took apap/acetaminophen?patient took apap/acetaminophen? Na. No of days since opened no of days since opened 53. Download identifier download identifier mmitchellrn. Download identifier type download identifier type account name. Is patient using a receiver,mobile,both?is patient using a receiver,mobile,both? Smart device. Is the date exact or approximate?is the date exact or approximate? Exact. Insertion site insertion site na. Death reported death reported: death reported: date of death. Medical intervention/serious injury medical intervention/serious injury. Rga created?rga created? Yes, the product is able to be returned rga reference numberrga reference number (B)(4). Rga follow up completed?rga follow up completed? Yes. Troubleshooting questions (6+) navigation mode pq no question answer (B)(4). Is the patient using any other bluetooth accessories at the time of signal loss? No (B)(4). Was the patient's transmitter successfully paired to the receiver or smart device prior to signal loss? Yes (B)(4). Transmitter warranty expiration date ni (B)(4). What was displayed before? Signal loss (B)(4). Did the signal return or is signal loss still displayed? Signal loss is still displayed (B)(4). What device(s) are displaying the signal loss? Smart device view all troubleshooting questions product line product line stt-om-001. Product line description product line description g6 medicare transmitter kit, dexcom transmitter sub-component transmitter sub-component g6 transmitter: 9445-24. Receiver serial number receiver serial number na. Product generation product generation g6. Lot number p12128367 ncmr detailsncmr details no ncmrs associated with the product manufacturing date manufacturing date 10/19/2021. Expiration date 10/6/2022. Transmitter serial number (B)(6). Category transmitter. Product registration stt-om-001. Additional product information: (0) data analysis summary data investigation confirmed loss of connection on 03-23-2022. Allegation confirmed by confirmed by data confirmed. Data analysis status completed - manual. Platform data source platform data source ios app g6. Data available?data available? Yes. Manufacturer's narrative (b5)manufacturer's narrative (b5) it was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.